Event description:
It was reported that during a laparoscopic radical nephrectomy procedure, during transection of a vessel, the surgeon could close the jaws of the device but found it difficult to squeeze the firing trigger and resulted in a misfire. He then opened up the device and tried to transect, similar incident occurred. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab, damaged cartridge. The following information was requested, but unavailable: how was the bleeding controlled? Did the patient require any blood product? Please explain what is meant by misfire? Was the firing sequence completed? Did the device cut the tissue? Was the cut line complete? Were staples deployed? Were the deployed staples completely formed? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The analysis showed that the atw45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. In addition, the cartridge deck was noted damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.